Manufacturer narrative:
Full UDI unknown since no lot number was provided. No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"(B)(6) let me know that he also had to have a patient return to theatre due to a blood leak. He felt it must have been our device since he has never had this happen. He felt that he must be using device incorrectly and would take time." Type of intervention - "open procedure to stop bleeding." Patient status- "(B)(6) said his patient is doing fine."

Manufacturer narrative:
Additional information was requested and provided by the customer. Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records of all lots sold to this hospital was performed, confirming that distributed product passed all manufacturing and quality inspections. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.